Event description:
After squeezing the ampule from the bd affirm test a piece of plastic broke thru the plastic tube and punctured nurse's finger. Manufacturer response for bd affirm, bd affirm (per site reporter). Rep is emailing me and asked for pictures of the defective device, she advised that the clinical staff use a prong specifically designed for this test to squeeze the ampule with and to hold it only at the bottom.